Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported "seroma left breast noted in pocket."

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture/deflation."

Event description:
Healthcare professional reported a left side "rupture/deflation." Manufacturer of device unknown. Device has been explanted.